Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly the instrument broke was difficult to open. The surgeon was able to remove the device and complete the procedure. The hosp has reported no patient injury occurred.